Event description:
N/a.

Manufacturer narrative:
Trackwise: (B)(4). Corrected section: h6-medical device ¿ problem code (1)- code corrected to "4042". The device was returned to the factory for evaluation on 08/07/2023. An investigation was conducted on 08/10/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. There were no visual defects observed on the aortic cutter. There were no visual defects observed on the loading device. The delivery device was returned outside the loading device with the white plunger fully depressed and the blue safety lock was off, which allows for the white plunger to be depressed. The intact seal was observed to be deployed. There were no cracks or delamination was observed on the seal. A mechanical evaluation was conducted. The intact seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.219 inches (B)(4). The length of the delivery tube was measured at 2.52 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results , the reported failure "activation problem" was not confirmed. The lot #3000296908 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure using hst iii system (3.8mm). After loading the heartstring seal, the seal did not develop in the vessel. A replacement device was used to complete the procedure. No patient health hazard.